Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital following lvad implant. The patient complained of pain to the sternal area. She had developed yellowish brown drainage to the sternal surgical site. She had also had leukocytosis but no fevers. The patient had a CT of the chest on (B)(6) 2018 and it was determined that the patient would need to have wound exploration. She was started on intravenous (IV) vancomycin and IV cefepime. The patient was taken to the operating room (or) on (B)(6) 2018 for a wound exploration. The wound appeared to be clean with no underlying purulence or drainage. A wound vac was removed. She was instructed to do dressing changes three times per week. The patient was seen by wound care on (B)(6) 2018 after of having complaints of pain to the area. She was told to apply collagen wound gel daily. The patient continued to follow up with wound care in clinic. She was seen on (B)(6) 2019 and wound was found to be healed. The patient was treated by surgery, changes to medication and parenteral antibiotics. It was reported that date of event/admission hm 3 implant on (B)(6) 2018 with delayed chest closure on (B)(6) 2018 by dr. (B)(6). Post-operative course was complicated by sternal wound drainage for which she was taken back to the operating room by dr. (B)(6) for debridement and wound vac placement on (B)(6) 2018. She was discharged with a wound vac still in place and speed set at 5100 rpm. No positive cultures. Treatment plan was preventative antibiotics and wound vac.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).